Manufacturer narrative:
Additional information has been requested, including the return of the device. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in germany. The stent was prepped without issue. The issue/dislodgement occurred during delivery to the lesion which was on the right side. The entrust stent was to be deployed on moderate iliac stenosis, however, while advancing the entrust stent through the crossover sheath, the stent met with resistance. When pulling the device back, the stent fractured into multiple pieces. Most of it was removed, but a small portion remained in the vessel and was secured with a second everflex stent to avoid embolization. Additionally, the access site was surgically enlarged to remove the device(s). Due to additional severe bleeding a viabahn covered stent was deployed over the stent fragment and second stent. Per the physician, there was no issue with the second everflex stent deployed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event were noted. The everflex entrust stent delivery system, (sds), was received for evaluation in a sealed dust cover. Within the sealed dust cover were: a ziploc pouch with gauze; opened labeled pouch; shelf carton; and the entrust stent deployment system (sds). No ancillary devices or cine images from the procedure were received for evaluation. The red safety tab was still intact with the entrust sds handle. Within the ziploc pouch with gauze was approximately 25mm of stent and multiple small pieces of stent. Per the initial report resistance was felt as the sds was being advanced to the targeted vessel anatomy. The decision was made to remove the sds, ¿when pulling the device back the stent fractured into multiple pieces. Most of it was removed, but a small portion remained in the vessel and was secured with a second everflex stent to avoid embolization.¿ backlighting was used to determine if any portion of the stent remained within the sds: no portion of the stent remained. The returned device supports the reported event. The returned entrust sds was returned with the stent deployed but the safety pin was intact. The root cause of the stent prematurely deploying when the entrust stent delivery system was being removed could not be determined. Possible contributing factors such as: ancillary device interaction and procedural technique could not be evaluated in this investigation per the instructions for use, (IFU), the user is cautioned: always use a sheath during the implant procedure to protect both the vessel and puncture site. Support from a sheath is necessary to minimize lengthening or shortening during stent deployment. The IFU further cautions the user: using a 0.014¿ or 0.018¿ guidewire in a highly tortuous vessel, highly stenosed or calcified lesion could result in crossing, tracking, or deployment complications. The IFU warns the user: if abnormally high resistance is encountered at any time during the insertion procedure, do not force passage. Forced passage may cause damage to the stent or vessel, pre-deployment, or result in deployment complications. Carefully withdraw the stent system without deploying the stent.